Event description:
Attorney alleges plaintiff developed rupture, multiple physical symptoms including breast pain, hardness, arm pain, burning sensation, gross scarring, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.